Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range pacing impedances on the right atrial (ra) lead, measuring less than 200 ohms. There was also noise and oversensing on the ra lead which resulted in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) discussed changing the alert trigger to a lower value for the atrial arrhythmia burden (aab) alert, if there was concern that some of the events are true atrial fibrillation. The patient's ra lead was a non-boston scientific product. This ICD system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the ra lead also exhibited high pacing thresholds. A revision procedure was performed and the ra lead was surgically abandoned and replaced. The ICD remains in service. No additional adverse patient effects were reported.